Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller states they were trying to connect to ins with communicator/handset but were only getting no device found. Tss confirmed that they were trying to connect to ins with the communicator plugged in which will not allow for communication (the communicator battery was low which is why they were charging the communicator). Tss had caller try to connect with no charge cable attached and the handset connected right away and showed 'por-por has occurred, check battery device level, therapy has been turned off'. Tss advised caller that they need to charge ins to at least %30, they have the wr9220 and will charge the pt before trying MRI mode again.